Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an irregular heartbeat and bradycardia. It was also reported that the right atrial (ra) lead exhibited oversensing. It was further reported that the implantable pulse generator (ipg) was pacing below the programmed lower rate. The ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.